Event description:
The pt has reportedly become a non-user of her internal device due to episodes of pain. The implant surgeon believes the electrode array has suffered serious damage which may have originated during the surgical handling of the device. Surgery to explant the patient's device will be considered depending on the results of a CT scan and advanced testing of the device.